Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 74002, lot # n267656, implanted: (B)(6) 2012, product type adapter; product ID 748940, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-45, lot # v048589, implanted: (B)(6) 2007, product type lead; product ID 3487a-45, lot # v043534, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with a neurostimulator. The manufacturing representative (rep) reported seeing the thermometer screen when recharging. The antenna was too hot. The patient was not charging under blankets/pillows or near ambient heat source. The rep checked the patients recharge history and confirmed what the patient was saying. The patient even allowed for the antenna to sit for an hour and then came back to charging only to find the temperature icon still coming up. The patient¿s average coupling was 6-7 bars and usually started a charging session at 25% full implantable neurostimulator (ins). The patient on average charged for about 2-3 hours when she would see the icon come up. The rep also reported the patient saying her ins would deplete faster than what was expected. Last night, the patients ins was at ¾ full and she shut it off. Today, the ins was at ¾ and went to ½ full within a few hours. Additional information was received from the rep indicating that electrode 5 exhibited high impedance and was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.